Event description:
Per excerpts from surgeon's notes: sleeve was performed around a 36-french bougie starting 6cm from the pylorus and using 60mm articulating staple loads. On placement of the penultimate staple load, the student scrub technician removed the stapler as it was firing on the tissues, which resulted in an error of the system. Warning: blade exposed. I had to redock the arm back to the plate to provide information back to the stapler as it was pulling aggressively towards the lower abdomen at the time. With the stapler reattached to the robot arm, we then had to manually open the stapler, which had partially fired along the staple line. The non-kinked staples were completely removed and discarded and this area was restapled without incident. Manufacturer response for system, surgical, computer controlled instrument, sureform (per site reporter). Medical field representative was informed by operating room supervisor.